Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio determined that the likely cause of the reported issue was due to the use of an old, expired battery in the device as well as high resistance and current draw on the battery pins.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was patient involvement in the reported event; however, no adverse effects to the patient have been reported. Upon evaluation of the customer's device, physio-control observed in the device's electronic records from the event that the device unexpectedly powered off twice.